Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the right ventricular (rv) lead exhibited noise and an impedance problem which resulted in polarity switch. No intervention was performed. The patient was stable.

Event description:
Additional information received indicated that the atrial lead exhibited low pacing impedance. Programming changes were made. The patient was stable throughout.